Event description:
The initial reporter stated they received discrepant results for nine patient samples tested with ua2 uric acid ver.2 on cobas pro c 503 analytical unit serial number (B)(4). The initial values were reported outside of the laboratory to the doctor. The first sample initially resulted in a uric acid value of 0.5 mg/dl and it repeated as 3.12 mg/dl. The second sample initially resulted in a uric acid value of 0.7 mg/dl and it repeated as 5.89 mg/dl. The third sample initially resulted in a uric acid value of 1.6 mg/dl and it repeated as 5.06 mg/dl. The fourth sample initially resulted in a uric acid value of 0.4 mg/dl and it repeated as 4.13 mg/dl. The fifth sample initially resulted in a uric acid value of 0.4 mg/dl and it repeated as 3.63 mg/dl. The sixth sample initially resulted in a uric acid value of 0.7 mg/dl and it repeated as 4.81 mg/dl. The seventh sample initially resulted in a uric acid value of 1.1 mg/dl and it repeated as 5.48 mg/dl. The eighth sample initially resulted in a uric acid value of 2.4 mg/dl and it repeated as 4.2 mg/dl. The ninth sample initially resulted in a uric acid value of 0.8 mg/dl and it repeated as 4.2 mg/dl.

Manufacturer narrative:
The customer provided additional information in relation to the 9 complained patient samples. Refer to the attachment for the patient data, including relevant test data for some of the samples.

Manufacturer narrative:
Calibration and controls recovered within specifications. A general product issue can be excluded. Upon review of the alarm trace, abnormal aspiration alarms took place on (B)(6)2023 and (B)(6)2023. A hardware check was performed and was within specifications. The investigation did not identify a product issue. The issue is consistent with incorrect pre-analytic sample handling.